Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5148772.

Event description:
It was reported that a patient's right ventricular lead exhibited high pacing impedance. Corrective programming changes were made. No adverse patient consequences were reported.